Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned. Visual and functional inspections were performed on the returned device. The reported shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported shaft separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the proximal left anterior descending coronary artery. The 2.0x20 mm mini trek rx balloon dilatation catheter (bdc) was advanced without issue in the patient anatomy, for pre-dilatation. During removal of the bdc from the guiding catheter, the proximal shaft separated. The separated segment was simply withdrawn. The procedure was completed with stenting. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.